Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m-55 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf). It was noted that the arrhythmia may have been a rapid response to atrial tachycardia/atrial fibrillation (at/af). The episode was not able to be converted by the shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.